Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. As such, surgical intervention took place on (B)(6) 2022 wherein a new lead was implanted addressing the issue. Reportedly, adequate therapy was achieved post op.